Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of less than 45 mg/dl, resulting in customer hitting face and sustaining an injury requiring stitches and a subsequent surgery. Cause of bg level was unknown. Bg was treated via consumption of carbohydrates. Reportedly, customer left the ER the same day with customer in stable condition (bg 180 mg/dl); however customer returned a few days later to undergo surgery resulting from the injury sustained.